Manufacturer narrative:
A review of the manufacturing history confirms no non-conformances were identified. The device has not been returned for evaluation. The jts extendible device has reached the maximum extension available, so revision procedure is required to enable further growth. The prosthesis has worked as intended and there is no alleged failure. Please note that this custom implant is similar to the jts extendible distal femur replacement implant (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a jts non-invasive distal femur replacement procedure on (B)(6) 2012 and subsequently a revision procedure is required as the component has reached maximum extension. The revision date has not been provided.